Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rewinding anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported having issues with connecting the reservoir while trying to prime the insulin pump. The customer stated the insulin pump would not accept new batteries. No troubleshooting was provided. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected battery power loss noted. No rewind anomaly noted.